Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak signal. Customer's blood glucose at time of incident was 75 mg/dl. The customer was explained the alert and possible causes. The radio frequency is solid and advised customer to continue sensing. The customer was explained that the insulin pump communication has been re-established. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 47 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose with this sensor. The customer was transfer to sensor technician for further assistance.